Manufacturer narrative:
Based on information provided, it was determined that this report is being filed due to use error. The hospital confirmed that the foreign material alleged to be v.a.c.® dressing was the source of the ongoing infection. The hospital also confirmed they changed their wound care chart to allow the clinical staff to document the amount and type of foam placed into and removed from a wound as a result of this incident. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. Device labeling states: dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Device identifier not provided.

Event description:
On feb 01 2017, the following information was reported to kci by patient's barrister: the client is an older man who initially was diagnosed with peripheral vascular disease. The patient developed an occlusion in his lower leg and was unsuccessfully treated with a urokinase infusion. The patient underwent a fasciotomy in order to release the pressure in his leg. This procedure created a "gaping wound" on his leg, and the decision was made to use v.a.c.® therapy to assist in the healing of the wound. The first dressing changed was "around (B)(6) 2009, however, the wound did not heal, and in fact became much worse." In (B)(6) 2009, the patient was diagnosed with osteomyelitis. In (B)(6) 2009, the wound was found to be "oozing pus with an offensive smell." The patient was treated with antibiotic, vancomycin. It was also noted that the patient was taken to the theatre on multiple occasions for debridement. In (B)(6) 2010, the patient went to the theatre and a piece of foreign material alleged to be "retained" v.a.c.® dressing was found. The events have allegedly left the patient in a debilitated state. On feb 09 2017, the following information was reported to kci by patient's barrister: "on or around" (B)(6) 2009, a second physician diagnosed the patient with an acute vascular clot occluding the blood flow to his right leg. The patient was subsequently admitted for urokinase and heparin infusions. On (B)(6) 2009, the patient complained of pain. The patient was diagnosed with compartment syndrome and the patient underwent a fasciotomy to the right leg. On (B)(6) 2009, it was noted the patient intravenous antibiotic therapy was continued. On (B)(6)2009, it was noted that "a vac dressing [was] applied ..." On (B)(6) 2009, it was noted "needs further debridement and vac dressing." On (B)(6) 2009, it was noted, "in theatre." On (B)(6)2009, the patient underwent a right side split-skin-graft to fasciotomy wound on lateral aspect of right leg. On (B)(6) 2009, the patient underwent a debridement and skin graft to the right leg wound. The procedure demonstrated "infected/necrotic tissue and frank pus from anterior tibial compartment right leg." On (B)(6) 2009, the patient underwent a debridement of right leg wound, and the plastic surgery team was consulted regarding graft failure and ongoing wound necrosis. On (B)(6) 2009, the patient underwent a debridement and a split-thickness skin graft was placed with v.a.c.® dressing, and it was noted "vac dressing reapplied ... IV [intravenous] timentin and vancomycin ceases on (B)(6) 2009." From mid - (B)(6) 2009, the patient underwent regular dressing changes by community nurses. On (B)(6) 2009, the physician observed the wound which had an offensive odor, and a wound swab was taken. On (B)(6) 2009, the patient underwent a bone scan which demonstrated osteomyelitis. On (B)(6) 2009, the physician performed an x-ray and the patient was placed on antibiotic therapy, augmentin. On (B)(6) 2009, the patient went to the outpatient clinic and the wound was dressed and found to be discharging "heamoserous ooze." The patient continued on antibiotic therapy. On (B)(6) 2010, the patient was seen by the physician who recommended an exploration and debridement to the right leg wound. On (B)(6) 2010, the patient was admitted to the hospital for intravenous antibiotic therapy, computerized tomography, blood labs and wound swab. On (B)(6) 2010, the patient went to surgery and a foreign material alleged to be v.a.c.® dressing was found in the wound. On (B)(6) 2010, the patient was discharged. The patient subsequently received a letter from the hospital stating a "recommendation was made as a result of a piece of foam remaining in your leg following treatment with vac dressing... Please be advised that we have reviewed our wound care chart which now allows us to document the amount and type of foam placed into and removed from a wound as a result of this incident." The v.a.c.® dressing lot number is not available, therefore a device history review could not be performed.